Event description:
It was reported by the customer that the device's tip was broken and would not validate, due to being dropped in sterile processing. If the tip broke off during a procedure there would be an infection risk. There was no know patient impact or delay to the procedure.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported by the customer that the device's tip was broken and would not validate, due to being dropped in sterile processing. If the tip broke off during a procedure there would be an infection risk. There was no know patient impact or delay to the procedure.